Event description:
It was reported that this right atrial (ra) lead exhibited two signal artifact sam episodes, due to atrial driven rates with inappropriate rta episodes due to noise. The noise was reproduced during a follow up appointment. The physician confirmed a fractured ra lead. No surgical intervention at this time. Programmed device to rv lead only. No adverse patient effects were reported. Remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).